Event description:
Pedi-caps didn't turn color when trying to identify if pt still intubated. Third one used on pt did not turn color indicating pt was still intubated when endotracheal tube still in exact same position.